Manufacturer narrative:
(B)(4). Batch # r93p8v. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. A batch history record review; protocol was created during the manufacturing of this batch but was not related to the event description. Additionally no defects related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a living donor nephrectomy the harmonic hd1000i's active blade started to get warmer and warmer and not cooling down as normal. After a while the instrument did not work and the activation time was prolonged. At that moment the surgeon also noticed that the activation "click" from the handle did not work anymore. After this the operation was paused and a new device was brought in, to finish the procedure. No patient consequence.